Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. The reported event was confirmed. Review of the most recent repair record determined the graft was sticking to the device; the comb was damaged. The comb was replaced to resolve the reported issue. The device history record was not reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. E1: telephone (B)(6). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the skin was sticking to mesher. No info was provided regarding harm or surgical delay. No additional information was noted.